Event description:
The customer stated that she tested her blood glucose using a contour meter and an accuchek meter. The contour read 179 mg/dl, while the accuchek read 96 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also performed control tests while troubleshooting, and received results of 241 and 246 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval, and replacement products will be sent to the customer.